Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) suddenly turned off. The event occurred during servicing. There was no patient involvement.

Manufacturer narrative:
The epg passed all incoming functional tests. Analysis identified that the hanger assembly was broken. The hanger was replaced. The device passed all final functional tests. Reference 2182208-2020-03246. If information is provided in the future, a supplemental report will be issued.